Manufacturer narrative:
Additional information was received that the ipg had shifted superficially to the skin and was causing discomfort. The patient underwent a revision procedure wherein the ipg pocket was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site when sitting. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site when sitting. The patient will undergo an ipg revision procedure.